Event description:
It was reported that during an ipg explant procedure (MFR report number 3006630150-2020-04085), it was discovered that the patients coiled lead tails had been rubbing against the ipg that the silicone coating wore off which resulted to multiple lead fractures. The patient will undergo a revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg explant procedure (MFR report number 3006630150-2020-04085), it was discovered that the patients coiled lead tails had been rubbing against the ipg that the silicone coating wore off which resulted to multiple lead fractures. The patient will undergo a revision procedure.